Manufacturer narrative:
It was reported by the customer contact that on (B)(6) 2023 "fibers from the lap sponge were found inside the surgical incision prior to closing. Fibers removed and the lap was pulled from surgical field and disposed of". A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Fibers from the lap sponge were found inside the surgical incision.